Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was noted that the patient did not complete the required follow up for the trial. It was reported that imaging done discovered a type ia endoleak on the proximal left lateral side. No clinical sequelae were reported.

Manufacturer narrative:
Film review summary review of CT¿s from ~8 years post-implant revealed that an endurant stent graft system had been implanted in the patient. The bifurcate was positioned just below the renal arteries; the proximal od measured ~33mm and there was ~4cm of proximal seal length. The aortic body was essentially straight. The bifurcate (infrarenal neck) was acutely angulated near the level of the gate ring; relative to the distal aorta. The bifurcate on the right side was extended with another limb into the distal portion of the right common iliac artery; the distal right limb od measured ~21mm. The bifurcate gate opened on the left side. The contra limb was positioned proximally near the level of the flow divider overlapping the gate ~35mm. The distal contra limb was extended with another limb into the distal portion of the left common iliac artery; the left limb distal od measured ~21mm. The limbs were patent, and no stent graft kinks or areas of limb compression were observed. The max diameter aaa measured 55mm, and there appeared to be good proximal and distal sealing. However, a small amount of contrast was seen in several locations along the posterior wall of the mid-sac, from a likely type ii endoleak. Potential lumbar arteries were seen feeding the sac ~10mm below the level of the flow divider, and also near the level of the contra gate ring. No stent graft issues were observed. The cause of the proximal type I endoleak reported via ultrasound could not be confirmed from the films provided. The possible cause of the lack of decrease in the aaa diameter over the course of the implant duration may have been due an ongoing type ii endoleak, which was initially reported 10 days after implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The cause of the proximal type I endoleak was unknown. An additional CT revealed that there was a type ii endoleak from the lumbar artery. The patient had an unscheduled visit and there were no adverse events since the last patient contact. No intervention was performed and the patient was asymptomatic. The patient is being monitored by their physician.